Manufacturer narrative:
A follow up medwatch will be submitted at the completion of the investigation.

Event description:
It was reported following a percutaneous coronary procedure a 6f angio-seal vip was deployed. Immediately after deployment, blood continued leaking from the puncture site. Light compression was applied for 2 to 3 minutes. Upon transfer to the cart the right leg appeared whiter in color. The patient was questioned regarding this and the patient stated previous problems with the foot. Even though the right leg below the knee was paler in color, there were palpable pedal pulses and the leg was warm to the touch and the same as the left leg. During transfer to the floor 30 minutes later, the patient complained of dorsal right foot pain and a cramp-like pain from the right knee to ankle. The right leg below the knee was now whiter in color to the left leg and colder to the touch. There was also a distinct difference between the right leg from the hip and knee areas. A vascular surgeon was consulted. The patient underwent surgical intervention to restore blood flow. The angio-seal was removed. Allegedly the physician did not perform a pre-deployment femoral angiogram.